Event description:
In 2002, the end-user called medtronic minimed, and stated that they were having high bg's she has trouble priming the os, they also get alot of air bubbles in the tubing after the set has been in place for a few days. On 10/22/2002 maersk medical a/s rec'd the complaint and 11 unused sets.